Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A imp,tsv,4.7,10,mtx,mg (tsvtwb10) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device location is unknown and was used for approximately 10 days. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (1230517). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1230517) for similar event and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction and the reported event were non-verifiable. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is implant material rejection; allergies, sensitivity. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: g6: checked "follow-up".

Manufacturer narrative:
Zimmer biomet (B)(4). Initial reporter fax number: not provided. Device not returned.

Event description:
It was reported that implant was removed due to pain. Patient complaint of burning sensation and implant was very loose after few days of placement inflammation was also noted and implant was removed. Tooth location 5.